Manufacturer narrative:
The requested sample was provided for investigation. Investigation is ongoing.

Manufacturer narrative:
The patient sample was received for investigation. The investigation confirmed the customer's elevated ft3 iii result. The investigation performed interference analyses. The investigation determined that the event was caused by an interfering factor against the antibody/idiotyp of the elecsys ft3 iii assay in the patient sample. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
On (B)(6) 2023 the customer compared sample 1 to another sample after adding peg treatment. Refer to the attachment for the patient¿s data. The serial number of the cobas e 801 analytical unit was not provided. The sample was requested for investigation. Investigation is ongoing. H3 other text : na

Event description:
The initial reporter stated they received discrepant results for 1 patient¿s sample tested with elecsys ft3 g3 (ft3 iii) assay on a cobas e801 analytical unit compared to a non-roche analyzer (abbott). Refer to the attachment for the patient¿s data. The physician doubted the ft3 iii result and later that day, he ordered a new ft3 iii test using a new sample. Then 3 samples were collected from the same patient at different time points and tested. The sample was then sent to a different laboratory and was tested on an abbott analyzer.